Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully completed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2022, transesophageal echocardiogram revealed a thrombus on the closure device. The patient was instructed to continue taking an oral anticoagulant in response to the thrombus.